Manufacturer narrative:
Section d4: the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas (B)(4).. Section h3: additional information. Section h4: correction.

Manufacturer narrative:
Manufacturer's investigation conclusion: this type of event has been previously investigated. Gastrointestinal bleeding is an expected adverse event related to lvad therapy and identified in the IFU. A device malfunction cannot be confirmed. Trending will continue to monitor for any change in performance. The manufacturer is closing the file on this event.

Event description:
Additional information was received which states that on (B)(6)2018 , esophagogastroduodenoscopy (egd) showed tracheoesophageal fistula. Thoracic surgery was consulted and esophagogastroscopy with fluoroscopically guided esophageal stent placement was done on (B)(6)2018 , another tracheo-esophageal fistula repair was done on (B)(6) 2019 for the worsening tracheoesophageal fistula.

Manufacturer narrative:
Section b5: additional information.

Manufacturer narrative:
Approximate age of device- 1 month, 5 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient experienced gi bleeding on (B)(6) 2018 and was given 6 units of packed red blood cells (prbc). The patient responded well to the transfusion. Sigmoidoscopy was performed on (B)(6) 2018 revealing a rectal ulcer. The event resolved on (B)(6) 2018.